Event description:
This report is based on information provided by philips bench service engineer (bse) and has been investigated by the philips complaint handling team. Philips during the philips bench repair / audit found on a heartstart mrx device an issue with the high voltage capacitor. There was no allegation of a patient injury. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued. The bse did evaluate the device and find the high voltage capacitor needed to be replaced. The reported problem was confirmed by the bse. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms and the device was returned to the customer without repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.